Event description:
It was reported that a patient with a subcutaneous implantable cardioverter-defibrillator (s-ICD) system experienced stored, untreated atrial fibrillation (af) episodes that contained nonphysiological noise. Troubleshooting was performed, and the noise was reproducible in both the primary and alternate sensing vectors. An x-ray showed no definitive signs of under-insertion; however, because the image was not perfectly perpendicular, under-insertion could not be fully ruled out without a revision procedure. Technical services recommended deactivating therapy until a system revision could be completed and provided additional troubleshooting guidance. The patient was subsequently hospitalized as a result. Therapy was turned off, and the patient was provided with a wearable cardioverter defibrillator to use until the revision is performed. The field representative reported that the patient currently has only one viable sensing vector. It was also noted that the device has been implanted for only three months. At this time, the electrode remains in service, and no additional adverse patient effects have been reported. Additional information was received which reported this electrode was explanted and replaced. The electrode is expected to be returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that a patient with a subcutaneous implantable cardioverter-defibrillator (s-ICD) system experienced stored, untreated atrial fibrillation (af) episodes that contained nonphysiological noise. Troubleshooting was performed, and the noise was reproducible in both the primary and alternate sensing vectors. An x-ray showed no definitive signs of under-insertion; however, because the image was not perfectly perpendicular, under-insertion could not be fully ruled out without a revision procedure. Technical services recommended deactivating therapy until a system revision could be completed and provided additional troubleshooting guidance. The patient was subsequently hospitalized as a result. Therapy was turned off, and the patient was provided with a wearable cardioverter defibrillator to use until the revision is performed. The field representative reported that the patient currently has only one viable sensing vector. It was also noted that the device has been implanted for only three months. At this time, the electrode remains in service, and no additional adverse patient effects have been reported.